Event description:
During the procedure, the user advanced the stent along the wire guide, prior to the stent get into the sheath,the user found stent deployed automatically . The red safety valve has not been pulled out. The stent has not inserted into the patient.procedure was completed by changed another new device. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Device evaluation the ziv6-125-14-8.0 device of lot number c1591157 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on the 19dec2019. There was damage noted at the tip of the device. Document review . Prior to distribution ziv6-125-14-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1591157) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1591157. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0041-7). Root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a kink on the wireguide. The physician met resistance before entering the sheath. A possible kink on the wireguide could have caused the damage at the tip on advancement of the device over the wireguide. When the device advanced it may have got stuck on the wireguide. When they pulled back on the device while the tip was stuck on the wireguide the stent may have been released. Summary. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure, the user advanced the stent along the wire guide, prior to the stent get into the sheath,the user found stent deployed automatically . The red safety valve has not been pulled out. The stent has not inserted into the patient. Procedure was completed by changed another new device. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place'. No adverse effects to the patient have been reported as occurring.